Manufacturer narrative:
Date of event: the specific date is unknown. The wound care director stated the event occurred several months ago. Device identifier was not provided and the device was not returned for evaluation. Based on information provided, it cannot be determined that the alleged hemorrhage requiring blood transfusion is related to the v.a.c.ulta¿ therapy system. The wound care director reported the v.a.c.ulta¿ therapy system was placed on an open wound that was bleeding excessively; therefore, hemostasis was not achieved prior to application of the device. It is also unknown if the patient was on any anticoagulants which could potentially cause or contribute to the hemorrhage. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information related to the alleged bleeding. The device identifier was not provided; therefore, a device evaluation could be performed. This report is being filed due to possible use error. Device labeling, available in print and online, states: v.a.c. Ulta¿ therapy system contraindications ·do not place foam dressings of the v.a.c. Ulta¿ therapy system (including both v.a.c.® therapy and v.a.c. Veraflo¿ therapy dressings) directly in contact with exposed blood vessels, anastomic sites, organs, or nerves. V.a.c. Ulta¿ therapy system warnings bleeding: with or without using v.a.c.® therapy or v.a.c. Veraflo¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy or v.a.c. Veraflo¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy or v.a.c. Veraflo¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Ulta¿ therapy unit and dressings (both v.a.c.® therapy or v.a.c. Veraflo¿ therapy) should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Always ensure that v.a.c.® foam dressings and v.a.c. Veraflo¿ foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2021, the following information was provided to kci by the wound care director: the facility has reportedly experienced a safety issue due to the surgeon allegedly placing the v.a.c.ulta¿ therapy system over an open wound that was bleeding excessively. The patient's canister filled up with blood and the v.a.c.ulta¿ therapy system was neither turned off nor was the bleeding reported. The surgeon was notified and the v.a.c.ulta¿ therapy system was turned off and the v.a.c.® dressing was subsequently removed. The patient allegedly continued to bleed for another two days. The patient's hemoglobin reportedly dropped requiring transfer to the ICU [intensive care unit] and blood transfusions. The patient has reportedly recovered. No additional information was provided. The v.a.c.ulta¿ therapy system identifier was not provided, therefore a device evaluation could not be completed.